Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead had no potential or satisfactory sensory measurement in the atrial appendage. The positional parameters were not ideal. The lead was removed and replaced with a lead implanted in the inter atrial septum. No patient complications have been reported as a result of this event.